Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted. The ureteral stent was returned without the original packaging. An evaluation of the physical sample was completed by future matrix. Evaluation of the photo samples noted both pigtails broken off the body of the stent, the stent was still in the packaging. Visual evaluation of the returned sample noted the stent broken into five separate pieces; the separations and parts of the sample appeared to be stretched due to the discoloration of the material and additional indentations of the sample. The sample passed all dimensional requirements; the outer diameter of the separated pieces were found to be 0.0926", 0.0919", 0.0916", 0.0903, and 0.0925 using a laser micrometer, the tube inner diameter of all pieces was 0.053" with a pin gauge. A 0.038" guidewire passed through all parts of the sample with no resistance. Though a specific cause cannot be determined, a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the ureteral stent was ruptured before use. The stent was unable to be used properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was ruptured before use. The stent was unable to be used properly.